Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. Investigation results as follows: visual inspection results: visual inspection was performed and found that the front and bottom covers were cracked, the battery bay compartment was damaged, and the battery clip was missing. From the condition of the platform, the damages appear to have been caused by normal wear and tear. The damages are considered unrelated to the reported complaint of the platform displaying a system error message (error code 139 - unable to hold compression position). Functional inspection results: the system error message was observed upon power up of the returned platform. No further functional testing could be performed at this time due to the error message. Archive review results: a review of the archive was performed and showed multiple system error messages. Further inspection of the platform revealed that the drive train motor brake gap was out of specification at 0.015". Following adjustment of the brake gap back to its specification of 0.008", the error message was cleared. The run-in test was then performed for 30 minutes, with no issues noted; the platform passed functional testing following the brake gap adjustment. Battery management assessment: the reported event of a system error message (error code - 139) is considered unrelated to battery function, therefore an assessment of battery management was not performed. Parts replaced: based on the initial investigation, the parts identified for replacement are the front and bottom covers, the battery bay compartment and the battery clip. Conclusion: in summary, the reported complaint of a system error message (error code - 139) occurring was confirmed based on the archive review as well as during initial powering on of the platform. The error message was found to be due to the brake gap being out of specification. Following readjustment of the brake gap to specification, the platform performed as intended.

Event description:
It was reported that during a maintenance check, the autopulse platform displayed a "system error" (error code 139 - unable to hold compression position) message. The battery compartment was found to be damaged and the battery latch was missing. No patient involvement was reported. No further information was provided.